Event description:
It was reported that the spike of a clearlink vented secondary medication set was broken after inserting the spike to the infusion bag. The fractured spike remained inside the infusion bag. This event occurred prior to connecting a patient to the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in september 2022. H11: the actual device was received for evaluation. A visual inspection was performed and observed that the spike of the chamber was broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.